Event description:
A report was received that the patient has not been able to charge her ipg since being implanted. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient has not been able to charge her ipg since being implanted. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. During the revision the physician explanted the ipg due to his preference. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The physician confirmed that the ipg pocket was deep, and the patient was unable to couple up the charger to the ipg. The device was successfully charged a complete cycle from its hibernation state, and passed all the required functional tests. This device exhibits normal characteristics.